Event description:
Report rec'd via legal complaint alleging wrongful death action. Pt reportedly underwent revision right total hip arthoplasty in 2001. Subsequently pt was allegedly diagnosed with (mrsa) methicillin resistant staph auereus and components were removed 14 weeks later. The co has no info that this incident of infection is any way related to biomet devices implanted. The co is continuing to gather further info, but to date, there is no info that would lead biomet to conclude that the devices used caused the reported infection.